Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device, and a non-boston scientific right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms and change in morphology. The patient was advised to contact physician office for additional information. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device, and a non-boston scientific right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms) and change in morphology. The patient was advised to contact physician office for additional information. The device remains implanted. No adverse patient effects were reported.